Event description:
Baxter affiliate (ba) reports one incident of the patient's blood appearing darker than normal after passing through a CT 190g dialyzer. Ba reports that there was no patient injury or medical intervention associated with this incident. The dark blood persisted after the dialyzer was changed to a fresenius hf805. After 1 1/2 hours of treatment, dialysis was stopped. An extra 1550cc of fluid was removed during the treatment. No normal saline was administered to the patient during treatment except for the two washbacks.